Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed. Slices in the silicone were also observed on the top cover. There are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed this device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation in this reportable event as closed. The infection has resolved. The recipient will be reimplanted at a later date. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.